Event description:
Prior to use in the patient, when negative prep was applied to the cypher select 2.75x23mm, it was discovered that the hub was cracked. The devices are stored in the cath lab where there is no heat or uv source. The catheter was handled per IFU and there were no anomalies noted with the product prior to use. The device was not used. Another stent was used to complete the procedure.

Manufacturer narrative:
Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product. Additional information will be submitted within 30 days of receipt.